Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
The customer complains about bloodleak alarm blood visible in dialysate line after 15 mins of treatment. Loss of blood - relatively minor, no serious injury, no medical intervention needed.